Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. After evaluation, the reported condition could not be verified. However, the device was found to be out of specification for an unrelated issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an occlusion alarm. The alarm occurred before use. There was no patient involvement. No additional information is available.